Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('continuous pain in the left hypochondriac region / ¿stinging¿ pain in the left iliac fossa') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included smoker (7 cigarettes per day), menarche (13 years), menstruation normal, pregnancy, vaginal delivery and drug intolerance. Concurrent conditions included crohn's disease (with anal involvement) since 1998 and fibromyalgia. Family history included lung cancer (father), neoplasm nos (grandfather on her father¿s side), breast cancer (aunt on her father¿s side), gastric cancer (on her father¿s side), sudden death (grandmother on her father¿s side), arterial hypertension (mother) and dyslipidaemia (mother). Concomitant products included levonorgestrel (mirena) since 2016. On (B)(6) 2006, the patient had essure inserted. In 2006, the patient experienced device intolerance ("intolerance to the devices") and multiple allergies ("allergies"). In august 2007, the patient experienced pelvic pain ("pelvic pain / pain"), fatigue ("tiredness / vital tiredness"), mixed anxiety and depressive disorder ("depression / mixed anxiety-depressive disorder"), depressed mood ("depressed mood"), psychiatric symptom ("clinophilia"), decreased appetite ("hyporexia"), insomnia ("variable insomnia"), impaired self-care ("negligence of self-care and chores") and negative thoughts ("pessimism"). In october 2009, the patient experienced temporomandibular joint syndrome ("temporomandibular joint arthritis"). On (B)(6) 2010, the patient experienced back pain ("mixed lumbalgia / lumbosacral joint disorder / low-back pain / lumbar disc protrusion / more severe in the morning, lasting 30 minutes") and neurofibromatosis ("suspicion of von reklinghausen¿s disease"), 4 years after insertion of essure. On (B)(6) 2010, the patient experienced dysplasia ("moderate dysplasia"). In (B)(6) 2019, the patient was found to have leiomyoma ("myoma"). On (B)(6) 2020, the patient experienced endometriosis ("endometriosis"). On an unknown date, the patient experienced abdominal pain (seriousness criteria hospitalization and intervention required), swelling ("swelling"), libido decreased ("decreased libido"), ear pain ("ear pain"), arthralgia ("shoulder pain"), gait inability ("inability to walk"), nausea ("nausea without vomiting"), constipation ("constipation episodes") and colitis ("colitis"), underwent patient isolation ("isolation") and was found to have melanocytic naevus ("atypical melanocytic nevus / multiple nevi"). The patient was hospitalized from an unknown date until (B)(6) 2019. The patient was treated with azathioprine sodium (imurel), bupropion, carbohydrates nos;choline;fats nos;minerals nos;proteins nos;vitamins nos (fortimel compact), etoricoxib (arcoxia), lorazepam, perphenazine, prednisone (dacortin), pregabalin (lyrica), sertraline, tetrazepam (myolastan), tramadol hydrochloride (adolonta), surgery (total hysterectomy, left adnexectomy, right salpingectomy.) And psychiatrist and a psychologist. Essure was removed on (B)(6) 2020. At the time of the report, the abdominal pain, endometriosis, back pain, pelvic pain, swelling, fatigue, mixed anxiety and depressive disorder, libido decreased, patient isolation, ear pain, arthralgia, gait inability, depressed mood, psychiatric symptom, decreased appetite, insomnia, impaired self-care, negative thoughts, device intolerance, multiple allergies, melanocytic naevus, dysplasia, temporomandibular joint syndrome, nausea, constipation, colitis, neurofibromatosis and leiomyoma outcome was unknown. The reporter considered abdominal pain, arthralgia, back pain, colitis, constipation, decreased appetite, depressed mood, device intolerance, dysplasia, ear pain, endometriosis, fatigue, gait inability, impaired self-care, insomnia, leiomyoma, libido decreased, melanocytic naevus, mixed anxiety and depressive disorder, multiple allergies, nausea, negative thoughts, neurofibromatosis, patient isolation, pelvic pain, psychiatric symptom, swelling and temporomandibular joint syndrome to be related to essure. The reporter commented: that after the removal of the devices on (B)(6) 2020, she was discharged from the hospital on (B)(6) 2020, granted sick leave on (B)(6) 2020 and started worked again 5 months later, on (B)(6) 2021. Diagnostic results (normal ranges are provided in parenthesis if available): bone scan in (B)(6) 2010: normal, with no findings at the sacroiliac level. Full blood count on (B)(6) 2010: leukocytes: 9800, lymphocytes: 2460, neutrophils: 6750, haemoglobin: 11.8, platelets: 228000. Biochemical test: aspartate transaminase: 28, alanine aminotransferase: 14, creatinine: 0.64. The rest is normal. Erythrocyte sedimentation rate: polymerase chain reaction: rheumatoid factor: anti-cyclic citrullinated peptide; on (B)(6) 2020: leucocytes 12.23 x 10-3l. Red blood cells 3.83 x 10-6l. Haemoglobin ¿ 11.9 g/dl.; on (B)(6) 2020: leucocytes 12.23 x 10-3l (4.00 12.00) (B)(6)2020, 9.50.04 p.m. Red blood cells 3.83 x 10-6l (4.20 ¿ 6.10) (B)(6) 2020, 9.50.04 p.m. Haemoglobin 11.9 g/dl (12.0 18.0) (B)(6) 2020, 9.50.04 p.m. Haematocrit 35.5% (37.0 ¿ 52.0) (B)(6) 2020, 9.50.04 p.m. Mean corpuscular volume (mcv) ¿ 92.7 fl (80.0 ¿ 99.0).. Gynaecological examination on (B)(6) 2020: retroverted uterus with decreased motility, pain upon palpation, bulging at the level of the pouch (B)(6). Uterine adhesions. Endometriosis. Adenomyosis.; on (B)(6) 2020: uterine adhesions, endometriosis. Magnetic resonance imaging in (B)(6) 2010: changes and sclerosis in both sacroiliac joints, normal hip joints, cyst in left adnexa.. Magnetic resonance imaging abdominal in (B)(6) 2020: retroverted uterus. Some nabothian cysts. Oval lesion of up to 50 mm axial maximum axis in the left lateral fundus in relation to intramural myoma. Left ovarian cyst up to 25 mm. Right ovarian cyst of normal characteristics. Metallic artifact in theoretical tubal region in relation to the device essure. Minimal amount of liquid in (B)(6). No other findings to report. Physical examination on (B)(6) 2020: abdomen soft, depressible, painful on palpation in the left hypochondrium, without defence or signs of peritoneal irritation. No masses or megaly are palpable. Normal external genitalia. Cervix and vagina norm epithelised. No active bleeding, haematic debris in the vagina coinciding with menstruation. Impression of normal discharge. No polyps or visible lesions.. Ultrasound abdomen - on (B)(6) 2020: retroverted uterus; a lesion can be observed in the anterior wall at the level of the cervix, which measures 15 x 11 mm. An intramural myometrial oval-shaped lesion that measures 56 x 43 mm was found. A hyper-reflective object was found at the level of the rectovaginal septum and the anterior rectal serosa, which was more pronounced at the level of the uterine isthmus.. Ultrasound scan vagina in (B)(6) 2020: retro uterus with lesion on anterior cervical side, 15 x 11 mm. Myometrial lesion, intramural, 56 x 43 mm, oval. Hyperrefringence of the rectovaginal septum and anterior rectal serosa, more marked in the uterine isthmus.. Urine analysis - on (B)(6) 2010: normal. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('continuous pain in the left hypochondriac region / ¿stinging¿ pain in the left iliac fossa') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included smoker (7 cigarettes per day), menarche (13 years), menstruation normal, pregnancy, vaginal delivery and drug intolerance. Concurrent conditions included crohn's disease (with anal involvement) since 1998 and fibromyalgia. Family history included lung cancer (father), neoplasm nos (grandfather on her father¿s side), breast cancer (aunt on her father¿s side), gastric cancer (on her father¿s side), sudden death (grandmother on her father¿s side), arterial hypertension (mother) and dyslipidaemia (mother). Concomitant products included levonorgestrel (mirena) since 2016. On (B)(6) 2006, the patient had essure inserted. In 2006, the patient experienced device intolerance ("intolerance to the devices") and multiple allergies ("allergies"). In august 2007, the patient experienced pelvic pain ("pelvic pain / pain"), fatigue ("tiredness / vital tiredness"), mixed anxiety and depressive disorder ("depression / mixed anxiety-depressive disorder"), depressed mood ("depressed mood"), psychiatric symptom ("clinophilia"), decreased appetite ("hyporexia"), insomnia ("variable insomnia"), impaired self-care ("negligence of self-care and chores") and negative thoughts ("pessimism"). In october 2009, the patient experienced temporomandibular joint syndrome ("temporomandibular joint arthritis"). On (B)(6) 2010, the patient experienced back pain ("mixed lumbalgia / lumbosacral joint disorder / low-back pain / lumbar disc protrusion / more severe in the morning, lasting 30 minutes") and neurofibromatosis ("suspicion of von reklinghausen¿s disease"), 4 years after insertion of essure. On (B)(6) 2010, the patient experienced dysplasia ("moderate dysplasia"). In july 2019, the patient was found to have leiomyoma ("myoma"). On (B)(6) 2020, the patient experienced endometriosis ("endometriosis"). On an unknown date, the patient experienced abdominal pain (seriousness criteria hospitalization and intervention required), swelling ("swelling"), libido decreased ("decreased libido"), ear pain ("ear pain"), arthralgia ("shoulder pain"), gait inability ("inability to walk"), nausea ("nausea without vomiting"), constipation ("constipation episodes") and colitis ("colitis"), underwent patient isolation ("isolation") and was found to have melanocytic naevus ("atypical melanocytic nevus / multiple nevi"). The patient was hospitalized from an unknown date until (B)(6) 2019. The patient was treated with azathioprine sodium (imurel), bupropion, carbohydrates nos;choline;fats nos;minerals nos;proteins nos;vitamins nos (fortimel compact), etoricoxib (arcoxia), lorazepam, perphenazine, prednisone (dacortin), pregabalin (lyrica), sertraline, tetrazepam (myolastan), tramadol hydrochloride (adolonta), surgery (total hysterectomy, left adnexectomy, right salpingectomy.) And psychiatrist and a psychologist. Essure was removed on (B)(6) 2020. At the time of the report, the abdominal pain, endometriosis, back pain, pelvic pain, swelling, fatigue, mixed anxiety and depressive disorder, libido decreased, patient isolation, ear pain, arthralgia, gait inability, depressed mood, psychiatric symptom, decreased appetite, insomnia, impaired self-care, negative thoughts, device intolerance, multiple allergies, melanocytic naevus, dysplasia, temporomandibular joint syndrome, nausea, constipation, colitis, neurofibromatosis and leiomyoma outcome was unknown. The reporter considered abdominal pain, arthralgia, back pain, colitis, constipation, decreased appetite, depressed mood, device intolerance, dysplasia, ear pain, endometriosis, fatigue, gait inability, impaired self-care, insomnia, leiomyoma, libido decreased, melanocytic naevus, mixed anxiety and depressive disorder, multiple allergies, nausea, negative thoughts, neurofibromatosis, patient isolation, pelvic pain, psychiatric symptom, swelling and temporomandibular joint syndrome to be related to essure. The reporter commented: that after the removal of the devices on (B)(6) 2020, she was discharged from the hospital on (B)(6) 2020, granted sick leave on (B)(6) 2020 and started worked again 5 months later, on (B)(6) 2021. Diagnostic results (normal ranges are provided in parenthesis if available): bone scan in april 2010: normal, with no findings at the sacroiliac level. Full blood count on (B)(6) 2010: leukocytes: 9800, lymphocytes: 2460, neutrophils: 6750, haemoglobin: 11.8, platelets: 228000. Biochemical test: aspartate transaminase: 28, alanine aminotransferase: 14, creatinine: 0.64. The rest is normal. Erythrocyte sedimentation rate: polymerase chain reaction: rheumatoid factor: anti-cyclic citrullinated peptide; on (B)(6) 2020: leucocytes 12.23 x 10-3l. Red blood cells 3.83 x 10-6l. Haemoglobin ¿ 11.9 g/dl.; on (B)(6) 2020: leucocytes 12.23 x 10-3l (4.00 12.00) (B)(6)2020, 9.50.04 p.m. Red blood cells 3.83 x 10-6l (4.20 ¿ 6.10) (B)(6) 2020, 9.50.04 p.m. Haemoglobin 11.9 g/dl (12.0 18.0) (B)(6) 2020, 9.50.04 p.m. Haematocrit 35.5% (37.0 ¿ 52.0) (B)(6) 2020, 9.50.04 p.m. Mean corpuscular volume (mcv) ¿ 92.7 fl (80.0 ¿ 99.0).. Gynaecological examination on (B)(6) 2020: retroverted uterus with decreased motility, pain upon palpation, bulging at the level of the pouch (B)(6). Uterine adhesions. Endometriosis. Adenomyosis.; on (B)(6) 2020: uterine adhesions, endometriosis. Magnetic resonance imaging in april 2010: changes and sclerosis in both sacroiliac joints, normal hip joints, cyst in left adnexa.. Magnetic resonance imaging abdominal in february 2020: retroverted uterus. Some nabothian cysts. Oval lesion of up to 50 mm axial maximum axis in the left lateral fundus in relation to intramural myoma. Left ovarian cyst up to 25 mm. Right ovarian cyst of normal characteristics. Metallic artifact in theoretical tubal region in relation to the device essure. Minimal amount of liquid in (B)(6). No other findings to report. Physical examination on (B)(6) 2020: abdomen soft, depressible, painful on palpation in the left hypochondrium, without defence or signs of peritoneal irritation. No masses or megaly are palpable. Normal external genitalia. Cervix and vagina norm epithelised. No active bleeding, haematic debris in the vagina coinciding with menstruation. Impression of normal discharge. No polyps or visible lesions.. Ultrasound abdomen - on (B)(6) 2020: retroverted uterus; a lesion can be observed in the anterior wall at the level of the cervix, which measures 15 x 11 mm. An intramural myometrial oval-shaped lesion that measures 56 x 43 mm was found. A hyper-reflective object was found at the level of the rectovaginal septum and the anterior rectal serosa, which was more pronounced at the level of the uterine isthmus.. Ultrasound scan vagina in march 2020: retro uterus with lesion on anterior cervical side, 15 x 11 mm. Myometrial lesion, intramural, 56 x 43 mm, oval. Hyperrefringence of the rectovaginal septum and anterior rectal serosa, more marked in the uterine isthmus.. Urine analysis - on (B)(6) 2010: normal. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of abdominal pain ("continuous pain in the left hypochondriac region / ¿stinging¿ pain in the left iliac fossa") in a 43 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of digestion impaired, smoker, drug intolerance, gravida I, gravida I, menstruation normal, menarche (13 years) and smoker (7 cigarettes per day). Previously administered products included: azathioprine, hesperidin, omeprazole and prednisone. The patient had a family history of lung cancer (father), neoplasm nos (grandfather on her father¿s side), breast cancer (aunt on her father¿s side), gastric cancer (on her father¿s side), sudden death (grandmother on her father¿s side), arterial hypertension (mother) and dyslipidaemia (mother). Concurrent conditions were listed as crohn's disease (with anal involvement) since 1998 and fibromyalgia. Concomitant products included mirena (levonorgestrel) from 2016 to 22-feb-2020, yurelax (cyclobenzaprine hydrochloride), zytram (tramadol hydrochloride), metoclopramide, azithromycin, esomeprazole, bupropion, pregabalin and sirdalud (tizanidine hydrochloride). On (B)(6) 2006, the patient had essure inserted. In 2006 she experienced device intolerance ("intolerance to the devices") and multiple allergies ("allergies"). On (B)(6) 2007 she experienced suicidal ideation ("suicidal ideas") and anxiety ("anxiety"). In (B)(6) 2007 she experienced pelvic pain ("pelvic pain / pain"), fatigue ("tiredness / vital tiredness"), mixed anxiety and depressive disorder ("depression / mixed anxiety-depressive disorder"), depressed mood ("depressed mood"), psychiatric symptom ("clinophilia"), hyporexia ("hyporexia"), insomnia ("variable insomnia"), loss of personal independence in daily activities ("negligence of self-care and chores") and negative thoughts ("pessimism"). In 2007 she was found to have uterine leiomyoma ("uterine fibroids"). On (B)(6) 2009 she experienced temporomandibular joint syndrome ("right temporomandibular arthropathy"). On (B)(6) 2009 she experienced inflammation ("outbreak of her inflammatory disease") and musculoskeletal pain ("generalized arthromyalgia"). In october 2009 she experienced arthritis ("temporomandibular joint arthritis"). On (B)(6) 2010 she experienced muscle contractions involuntary ("masseter contracture"). On (B)(6) 2010 she experienced pain in jaw ("pain in the right mandibular body"). On (B)(6) 2010 she experienced ear infection ("recurrent otitis"). On (B)(6) 2010 she experienced chronic tonsillitis ("chronic tonsillitis"). On (B)(6) 2010 she experienced myalgia ("polymyalgias"). On (B)(6) 2010 she experienced back pain ("mixed lumbalgia / lumbosacral joint disorder / low-back pain / lumbar disc protrusion / more severe in the morning, lasting 30 minutes") and was found to have neurofibromatosis ("suspicion of von reklinghausen¿s disease"). On (B)(6) 2010 she experienced spinal pain ("mechanical spinal pain in a patient with a fibromyalgia component"). On (B)(6) 2010 she experienced vaginal infection ("vaginitis"). On (B)(6) 2010 she experienced otitis externa fungal ("otomycosis"). On (B)(6) 2010 she experienced pharyngitis ("pharyngitis"). On (B)(6) 2010 she experienced ligament sprain ("cervical sprain") and cervix disorder ("cervical contracture"). On (B)(6) 2010 she experienced dysplasia ("moderate dysplasia"). On (B)(6) 2011 she experienced rachialgia ("rachialgia"). On (B)(6) 2011 she experienced rhinorrhoea ("rhinorrhea"). On (B)(6) 2011 she experienced odynophagia ("odynophagia") and otalgia ("otalgia"). On(B)(6) 2011 she experienced diarrhoea ("diarrhea"). On (B)(6) 2011 she experienced fibromyalgia ("algias: fibromyalgia") and sciatica ("lumbosciatalgia"). On (B)(6) 2011 she experienced anorexia ("anorexia"). On (B)(6) 2011 she experienced hyperaemia ("hyperemia of both caes (extranal auditory canal)"). On (B)(6) 2011 she experienced abdominal pain upper ("epigastric pain"). On (B)(6) 2012 she experienced malnutrition ("severe calorie malnutrition"). On (B)(6) 2012 she experienced limb discomfort ("heaviness in legs"). On (B)(6) 2012 she experienced drug abuse ("medication abuse anxiolytic lorazepam poisioning"). On (B)(6) 2012 she experienced rash ("rash discomfort"). On (B)(6) 2012 she experienced cough ("cough") and throat irritation ("itchy throat"). On (B)(6) 2013 she experienced blepharitis ("blepharitis"). On (B)(6) 2013 she experienced pharyngeal erosion ("erosion in the pharynx"). On (B)(6) 2014 she experienced psoriasis ("plaque of psoriasis in the scalp"). On (B)(6) 2015 she experienced breast pain ("algias: mastalgia"). On (B)(6) 2017 she experienced endometriosis ("endometriosis") and adenomyosis ("adenomyosis"). In july 2019 she was found to have leiomyoma ("myoma"). Essure was removed on (B)(6) 2020. An unknown time later she experienced abdominal pain (seriousness criteria hospitalisation and intervention required), swelling ("swelling"), libido decreased ("decreased libido"), ear pain ("ear pain"), shoulder pain ("shoulder pain"), gait inability ("inability to walk"), nausea ("nausea without vomiting"), constipation ("constipation episodes"), colitis ("colitis"), oropharyngeal pain ("throat pain"), cervicitis ("cervicitis"), crohn's disease ("outbreak of chron's disease"), gonalgia ("algias: gonalgia") and hernia ("external hernia"), was found to have melanocytic naevus ("atypical melanocytic nevus / multiple nevi") and underwent patient isolation ("isolation"). The patient was hospitalised for an unknown duration until (B)(6) 2019. The patient was treated with arcoxia (etoricoxib), lyrica (pregabalin), dacortin (prednisone), myolastan (tetrazepam), adolonta (tramadol hydrochloride), bupropion, perphenazine, lorazepam, fortimel compact (carbohydrates nos;choline;fats nos;minerals nos;proteins nos;vitamins nos), imurel [azathioprine sodium] and sertraline as well as surgery (total hysterectomy, left adnexectomy, right salpingectomy (B)(6) 2020. And total hysterectomy, left adnexectomy, right salpingectomy (B)(6) 2020.) And non-drug therapy (psychiatrist and a psychologist). At the time of the report, the outcomes for abdominal pain, inflammation, endometriosis, back pain, pelvic pain, swelling, fatigue, mixed anxiety and depressive disorder, libido decreased, patient isolation, ear pain, shoulder pain, gait inability, depressed mood, psychiatric symptom, hyporexia, insomnia, loss of personal independence in daily activities, negative thoughts, device intolerance, multiple allergies, melanocytic naevus, dysplasia, arthritis, nausea, constipation, colitis, neurofibromatosis, leiomyoma, uterine leiomyoma, suicidal ideation, anxiety, temporomandibular joint syndrome, oropharyngeal pain, musculoskeletal pain, muscle contractions involuntary, pain in jaw, ear infection, chronic tonsillitis, myalgia, spinal pain, vaginal infection, otitis externa fungal, pharyngitis, ligament sprain, cervix disorder, rachialgia, rhinorrhoea, odynophagia, diarrhoea, otalgia, crohn's disease, fibromyalgia, sciatica, anorexia, hyperaemia, abdominal pain upper, malnutrition, limb discomfort, drug abuse, rash, cough, throat irritation, blepharitis, pharyngeal erosion, psoriasis, breast pain, gonalgia, adenomyosis and hernia were unknown. The reporter considered abdominal pain, abdominal pain upper, adenomyosis, anxiety, shoulder pain, gonalgia, arthritis, back pain, blepharitis, breast pain, cervicitis, cervix disorder, chronic tonsillitis, colitis, constipation, cough, crohn's disease, hyporexia, anorexia, depressed mood, device intolerance, diarrhoea, drug abuse, dysplasia, ear infection, otalgia, ear pain, endometriosis, fatigue, fibromyalgia, gait inability, hernia, hyperaemia, inflammation, insomnia, leiomyoma, libido decreased, ligament sprain, limb discomfort, loss of personal independence in daily activities, malnutrition, melanocytic naevus, mixed anxiety and depressive disorder, multiple allergies, muscle contractions involuntary, musculoskeletal pain, myalgia, nausea, negative thoughts, neurofibromatosis, odynophagia, oropharyngeal pain, otitis externa fungal, pain in jaw, patient isolation, pelvic pain, pharyngeal erosion, pharyngitis, psoriasis, psychiatric symptom, rash, rhinorrhoea, sciatica, spinal pain, rachialgia, suicidal ideation, swelling, temporomandibular joint syndrome, throat irritation, uterine leiomyoma and vaginal infection to be related to essure administration. The reporter commented: that after the removal of the devices on (B)(6) 2020, she was discharged from the hospital on (B)(6) 2020, granted sick leave on (B)(6) 2020 and started worked again 5 months later, on (B)(6) 2021. Diagnostic results (normal ranges are provided in parenthesis if available): [bone scan] in april 2010: normal, with no findings at the sacroiliac level [full blood count] on (B)(6) 2010: leukocytes: 9800, lymphocytes: 2460, neutrophils: 6750, haemoglobin: 11.8, platelets: 228000. Biochemical test: aspartate transaminase: 28, alanine aminotransferase: 14, creatinine: 0.64. The rest is normal. Erythrocyte sedimentation rate: -, polymerase chain reaction: -, rheumatoid factor : -, anti-cyclic citrullinated peptide; on (B)(6) 2020: leucocytes ¿ 12.23 x 10-3/(B)(6) l. Red blood cells ¿ 3.83 x 10-6/l. Haemoglobin ¿ 11.9 g/dl.; on (B)(6) 2020: leucocytes ¿ 12.23 x 10-3/l (4.00 ¿ 12.00) (B)(6) 2020, 9.50.04 p.m. Red blood cells ¿ 3.83 x 10-6/l (4.20 ¿ 6.10) (B)(6) 2020, 9.50.04 p.m. Haemoglobin ¿ 11.9 g/dl (12.0 ¿ 18.0) (B)(6) 2020, 9.50.04 p.m. Haematocrit ¿ 35.5% (37.0 ¿ 52.0) (B)(6) 2020, 9.50.04 p.m. Mean corpuscular volume (mcv) ¿ 92.7 fl (80.0 ¿ 99.0). [Gynaecological examination] on (B)(6) 2020: retroverted uterus with decreased motility, pain upon palpation, bulging at the level of the pouch of douglas. Uterine adhesions. Endometriosis. Adenomyosis.; on (B)(6) 2020: uterine adhesions, endometriosis. [Magnetic resonance imaging] in april 2010: changes and sclerosis in both sacroiliac joints, normal hip joints, cyst in left adnexa. [Magnetic resonance imaging abdominal] in february 2020: retroverted uterus. Some nabothian cysts. Oval lesion of up to 50 mm axial maximum axis in the left lateral fundus in relation to intramural myoma. Left ovarian cyst up to 25 mm. Right ovarian cyst of normal characteristics. Metallic artifact in theoretical tubal region in relation to the device essure. Minimal amount of liquid in douglas. No other findings to report. [Physical examination] on (B)(6) 2020: abdomen soft, depressible, painful on palpation in the left hypochondrium, without defence or signs of peritoneal irritation. No masses or megaly are palpable. Normal external genitalia. Cervix and vagina norm epithelised. No active bleeding, haematic debris in the vagina coinciding with menstruation. Impression of normal discharge. No polyps or visible lesions. [Ultrasound abdomen] on (B)(6) 2020: retroverted uterus; a lesion can be observed in the anterior wall at the level of the cervix, which measures 15 x 11 mm. An intramural myometrial oval-shaped lesion that measures 56 x 43 mm was found. A hyper-reflective object was found at the level of the rectovaginal septum and the anterior rectal serosa, which was more pronounced at the level of the uterine isthmus. [Ultrasound scan vagina] in (B)(6) 2020: retro uterus with lesion on anterior cervical side, 15 x 11 mm. Myometrial lesion, intramural, 56 x 43 mm, oval. Hyperrefringence of the rectovaginal septum and anterior rectal serosa, more marked in the uterine isthmus. [Urine analysis] on (B)(6) 2010: normal [x-ray] (date unknown): norm inserted essure devices quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 22-sep-2023: upon receipt of follow up this report was detected to be a duplicate to record # es-bayer-2023a130743 which will be deleted in bayer safety database after all information was transferred to this duplicate record # es-bayer-2021a247129 which will be retained. New: reference number was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of abdominal pain ("continuous pain in the left hypochondriac region/¿stinging¿ pain in the left iliac fossa") in a 43 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of digestion impaired, smoker, drug intolerance, gravida I, gravida I, menstruation normal, menarche (13 years) and smoker (7 cigarettes per day). Previously administered products included: azathioprine, hesperidin, omeprazole and prednisone. The patient had a family history of lung cancer (father), neoplasm nos (grandfather on her father¿s side), breast cancer (aunt on her father¿s side), gastric cancer (on her father¿s side), sudden death (grandmother on her father¿s side), arterial hypertension (mother) and dyslipidaemia (mother). Concurrent conditions were listed as crohn's disease (with anal involvement) since 1998 and fibromyalgia. Concomitant products included mirena (levonorgestrel) from 2016 to (B)(6) 2020, yurelax (cyclobenzaprine hydrochloride), zytram (tramadol hydrochloride), metoclopramide, azithromycin, esomeprazole, bupropion, pregabalin and sirdalud (tizanidine hydrochloride). On (B)(6) 2006, the patient had essure inserted. In 2006, she experienced device intolerance ("intolerance to the devices") and multiple allergies ("allergies"). On (B)(6) 2007, she experienced suicidal ideation ("suicidal ideas") and anxiety ("anxiety"). In (B)(6) 2007, she experienced pelvic pain ("pelvic pain/pain"), fatigue ("tiredness/vital tiredness"), mixed anxiety and depressive disorder ("depression/mixed anxiety-depressive disorder"), depressed mood ("depressed mood"), psychiatric symptom ("clinophilia"), hyporexia ("hyporexia"), insomnia ("variable insomnia"), loss of personal independence in daily activities ("negligence of self-care and chores") and negative thoughts ("pessimism"). In 2007, she was found to have uterine leiomyoma ("uterine fibroids"). On (B)(6) 2009, she experienced arthropathy ("right temporomandibular arthropathy"). On (B)(6) 2009, she experienced inflammation ("outbreak of her inflammatory disease") and musculoskeletal pain ("generalized arthromyalgia"). In (B)(6) 2009, she experienced arthritis ("temporomandibular joint arthritis"). On (B)(6) 2010, she experienced muscle contractions involuntary ("masseter contracture"). On (B)(6) 2010, she experienced pain in jaw ("pain in the right mandibular body"). On (B)(6) 2010, she experienced ear infection ("recurrent otitis"). On (B)(6) 2010, she experienced chronic tonsillitis ("chronic tonsillitis"). On (B)(6) 2010, she experienced myalgia ("polymyalgias"). On (B)(6) 2010, she experienced back pain ("mixed lumbalgia/lumbosacral joint disorder/low-back pain/lumbar disc protrusion/more severe in the morning, lasting 30 minutes") and was found to have neurofibromatosis ("suspicion of von reklinghausen¿s disease"). On (B)(6) 2010, she experienced spinal pain ("mechanical spinal pain in a patient with a fibromyalgia component"). On (B)(6) 2010, she experienced vaginal infection ("vaginitis"). On (B)(6) 2010, she experienced otitis externa fungal ("otomycosis"). On (B)(6) 2010, she experienced pharyngitis ("pharyngitis"). On (B)(6) 2010, she experienced ligament sprain ("cervical sprain") and cervix disorder ("cervical contracture"). On (B)(6) 2010, she experienced dysplasia ("moderate dysplasia"). On (B)(6) 2011, she experienced rachialgia ("rachialgia"). On (B)(6) 2011, she experienced rhinorrhoea ("rhinorrhea"). On (B)(6) 2011, she experienced odynophagia ("odynophagia") and otalgia ("otalgia"). On (B)(6) 2011, she experienced diarrhoea ("diarrhea"). On (B)(6) 2011, she experienced fibromyalgia ("fibromyalgia") and sciatica ("lumbosciatalgia"). On (B)(6) 2011, she experienced anorexia ("anorexia"). On (B)(6) 2011, she experienced hyperaemia ("hyperemia of both caes (extranal auditory canal)"). On (B)(6) 2011, she experienced abdominal pain upper ("epigastric pain"). On (B)(6) 2012, she experienced malnutrition ("severe calorie malnutrition"). On (B)(6) 2012, she experienced limb discomfort ("heaviness in legs"). On (B)(6) 2012, she experienced drug abuse ("medication abuse anxiolytic lorazepam poisoning"). On (B)(6) 2012, she experienced rash ("rash discomfort"). On (B)(6) 2012, she experienced cough ("cough") and throat irritation ("itchy throat"). On (B)(6) 2013, she experienced blepharitis ("algias"). On (B)(6) 2013, she experienced pharyngeal erosion ("erosion in the pharynx"). On (B)(6) 2014, she experienced psoriasis ("plaque of psoriasis in the scalp"). On (B)(6) 2015, she experienced breast pain ("mastalgia"). On (B)(6) 2017, she experienced endometriosis ("endometriosis") and adenomyosis ("adenomyosis"). In (B)(6) 2019, she was found to have leiomyoma ("myoma"). Essure was removed on (B)(6) 2020. An unknown time later she experienced abdominal pain (seriousness criteria hospitalisation and intervention required), swelling ("swelling"), libido decreased ("decreased libido"), ear pain ("ear pain"), shoulder pain ("shoulder pain"), gait inability ("inability to walk"), nausea ("nausea without vomiting"), constipation ("constipation episodes"), colitis ("colitis"), oropharyngeal pain ("throat pain"), cervicitis ("cervicitis"), crohn's disease ("outbreak of chron's disease"), gonalgia ("gonalgia") and hernia ("external hernia"), was found to have melanocytic naevus ("atypical melanocytic nevus/multiple nevi") and underwent patient isolation ("isolation"). The patient was hospitalised for an unknown duration until (B)(6) 2019. The patient was treated with arcoxia (etoricoxib), lyrica (pregabalin), dacortin (prednisone), myolastan (tetrazepam), adolonta (tramadol hydrochloride), bupropion, perphenazine, lorazepam, fortimel compact (carbohydrates nos;choline;fats nos;minerals nos;proteins nos;vitamins nos), imurel [azathioprine sodium] and sertraline as well as surgery (total hysterectomy, left adnexectomy, right salpingectomy (B)(6) 2020. And total hysterectomy, left adnexectomy, right salpingectomy (B)(6) 2020.) And non-drug therapy (psychiatrist and a psychologist). At the time of the report, the outcomes for abdominal pain, inflammation, endometriosis, back pain, pelvic pain, swelling, fatigue, mixed anxiety and depressive disorder, libido decreased, patient isolation, ear pain, shoulder pain, gait inability, depressed mood, psychiatric symptom, hyporexia, insomnia, loss of personal independence in daily activities, negative thoughts, device intolerance, multiple allergies, melanocytic naevus, dysplasia, arthritis, nausea, constipation, colitis, neurofibromatosis, leiomyoma, uterine leiomyoma, suicidal ideation, anxiety, arthropathy, oropharyngeal pain, musculoskeletal pain, muscle contractions involuntary, pain in jaw, ear infection, chronic tonsillitis, myalgia, spinal pain, vaginal infection, otitis externa fungal, pharyngitis, ligament sprain, cervix disorder, rachialgia, rhinorrhoea, odynophagia, diarrhoea, otalgia, crohn's disease, fibromyalgia, sciatica, anorexia, hyperaemia, abdominal pain upper, malnutrition, limb discomfort, drug abuse, rash, cough, throat irritation, blepharitis, pharyngeal erosion, psoriasis, breast pain, gonalgia, adenomyosis and hernia were unknown. The reporter considered abdominal pain, abdominal pain upper, adenomyosis, anxiety, shoulder pain, gonalgia, arthritis, arthropathy, back pain, blepharitis, breast pain, cervicitis, cervix disorder, chronic tonsillitis, colitis, constipation, cough, crohn's disease, hyporexia, anorexia, depressed mood, device intolerance, diarrhoea, drug abuse, dysplasia, ear infection, otalgia, ear pain, endometriosis, fatigue, fibromyalgia, gait inability, hernia, hyperaemia, inflammation, insomnia, leiomyoma, libido decreased, ligament sprain, limb discomfort, loss of personal independence in daily activities, malnutrition, melanocytic naevus, mixed anxiety and depressive disorder, multiple allergies, muscle contractions involuntary, musculoskeletal pain, myalgia, nausea, negative thoughts, neurofibromatosis, odynophagia, oropharyngeal pain, otitis externa fungal, pain in jaw, patient isolation, pelvic pain, pharyngeal erosion, pharyngitis, psoriasis, psychiatric symptom, rash, rhinorrhoea, sciatica, spinal pain, rachialgia, suicidal ideation, swelling, throat irritation, uterine leiomyoma and vaginal infection to be related to essure administration. The reporter commented: that after the removal of the devices on (B)(6) 2020, she was discharged from the hospital on (B)(6) 2020, granted sick leave on (B)(6) 2020 and started worked again 5 months later, on (B)(6) 2021. Diagnostic results (normal ranges are provided in parenthesis if available): [bone scan] in (B)(6) 2010: normal, with no findings at the sacroiliac level. [Full blood count] on (B)(6) 2010: leukocytes: 9800, lymphocytes: 2460, neutrophils: 6750, haemoglobin: 11.8, platelets: 228000. Biochemical test: aspartate transaminase: 28, alanine aminotransferase: 14, creatinine: 0.64. The rest is normal. Erythrocyte sedimentation rate: polymerase chain reaction: rheumatoid factor: anti-cyclic citrullinated peptide; on (B)(6) 2020: leucocytes ¿ 12.23 x 10-3/l. . Red blood cells ¿ 3.83 x 10-6/l. Haemoglobin ¿ 11.9 g/dl.; on (B)(6) 2020: leucocytes ¿ 12.23 x 10-3/ l (4.00 ¿ 12.00) (B)(6) 2020, 9.50.04 p.m. Red blood cells ¿ 3.83 x 10-6/ l (4.20 ¿ 6.10) (B)(6) 2020, 9.50.04 p.m. Haemoglobin ¿ 11.9 g/dl (12.0 ¿ 18.0) (B)(6) 2020, 9.50.04 p.m. Haematocrit ¿ 35.5% (37.0 ¿ 52.0) (B)(6) 2020, 9.50.04 p.m. Mean corpuscular volume (mcv) ¿ 92.7 fl (80.0 ¿ 99.0). [Gynaecological examination] on (B)(6) 2020: retroverted uterus with decreased motility, pain upon palpation, bulging at the level of the pouch of douglas. Uterine adhesions. Endometriosis. Adenomyosis. On (B)(6) 2020: uterine adhesions, endometriosis. [Magnetic resonance imaging] in (B)(6) 2010: changes and sclerosis in both sacroiliac joints, normal hip joints, cyst in left adnexa. [Magnetic resonance imaging abdominal] in (B)(6) 2020: retroverted uterus. Some nabothian cysts. Oval lesion of up to 50 mm axial maximum axis in the left lateral fundus in relation to intramural myoma. Left ovarian cyst up to 25 mm. Right ovarian cyst of normal characteristics. Metallic artifact in theoretical tubal region in relation to the device essure. Minimal amount of liquid in douglas. No other findings to report. [Physical examination] on (B)(6) 2020: abdomen soft, depressible, painful on palpation in the left hypochondrium, without defence or signs of peritoneal irritation. No masses or megaly are palpable. Normal external genitalia. Cervix and vagina norm epithelised. No active bleeding, haematic debris in the vagina coinciding with menstruation. Impression of normal discharge. No polyps or visible lesions. [Ultrasound abdomen] on (B)(6) 2020: retroverted uterus; a lesion can be observed in the anterior wall at the level of the cervix, which measures 15 x 11 mm. An intramural myometrial oval-shaped lesion that measures 56 x 43 mm was found. A hyper-reflective object was found at the level of the rectovaginal septum and the anterior rectal serosa, which was more pronounced at the level of the uterine isthmus. [Ultrasound scan vagina] in (B)(6) 2020: retro uterus with lesion on anterior cervical side, 15 x 11 mm. Myometrial lesion, intramural, 56 x 43 mm, oval. Hyperrefringence of the rectovaginal septum and anterior rectal serosa, more marked in the uterine isthmus. [Urine analysis] on (B)(6) 2010: normal. [X-ray] (date unknown): norm inserted essure devices. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-sep-2023: pfa & medical record received. Events , uterine fibroid, temporomandibular arthropathy, throat pain, arthromyalgia, temporomandibular dysfunction, otitis, pain mandibular body, tonsillitis, polymyalgia's, cervicitis, vaginitis, rachialgia, rhinorrhea, odynophagia, otalgia, diarrhea, chron's disease, otitis, anorexia, hyperemia, epigastric pain calorie malnutrition, heaviness in legs, medication abuse, rash discomfort, blepharitis, psoriasis, gonangia were added. Medical history, historical drugs, concomitant drugs added, product patient & reporter information added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('continuous pain in the left hypochondriac region / ¿stinging¿ pain in the left iliac fossa') in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included smoker (7 cigarettes per day), menarche (13 years), menstruation normal, pregnancy, vaginal delivery and drug intolerance. Concurrent conditions included crohn's disease (with anal involvement) since 1998 and fibromyalgia. Family history included lung cancer (father), neoplasm nos (grandfather on her father¿s side), breast cancer (aunt on her father¿s side), gastric cancer (on her father¿s side), sudden death (grandmother on her father¿s side), arterial hypertension (mother) and dyslipidaemia (mother). Concomitant products included levonorgestrel (mirena) since 2016. On (B)(6) 2006, the patient had essure inserted. In 2006, the patient experienced device intolerance ("intolerance to the devices") and multiple allergies ("allergies"). In (B)(6) 2007, the patient experienced pelvic pain ("pelvic pain / pain"), fatigue ("tiredness / vital tiredness"), mixed anxiety and depressive disorder ("depression / mixed anxiety-depressive disorder"), depressed mood ("depressed mood"), psychiatric symptom ("clinophilia"), decreased appetite ("hyporexia"), insomnia ("variable insomnia"), impaired self-care ("negligence of self-care and chores") and negative thoughts ("pessimism"). In (B)(6) 2009, the patient experienced temporomandibular joint syndrome ("temporomandibular joint arthritis"). On (B)(6) 2010, the patient experienced back pain ("mixed lumbalgia / lumbosacral joint disorder / low-back pain / lumbar disc protrusion / more severe in the morning, lasting 30 minutes") and neurofibromatosis ("suspicion of von reklinghausen¿s disease"), 4 years after insertion of essure. On (B)(6) 2010, the patient experienced dysplasia ("moderate dysplasia"). In (B)(6) 2019, the patient was found to have leiomyoma ("myoma"). On (B)(6) 2020, the patient experienced endometriosis ("endometriosis"). On an unknown date, the patient experienced abdominal pain (seriousness criteria hospitalization and intervention required), swelling ("swelling"), libido decreased ("decreased libido"), ear pain ("ear pain"), arthralgia ("shoulder pain"), gait inability ("inability to walk"), nausea ("nausea without vomiting"), constipation ("constipation episodes") and colitis ("colitis"), underwent patient isolation ("isolation") and was found to have melanocytic naevus ("atypical melanocytic nevus / multiple nevi"). The patient was hospitalized from an unknown date until (B)(6) 2019. The patient was treated with azathioprine sodium (imurel), bupropion, carbohydrates nos;choline;fats nos;minerals nos;proteins nos;vitamins nos (fortimel compact), etoricoxib (arcoxia), lorazepam, perphenazine, prednisone (dacortin), pregabalin (lyrica), sertraline, tetrazepam (myolastan), tramadol hydrochloride (adolonta), surgery (total hysterectomy, left adnexectomy, right salpingectomy.) And psychiatrist and a psychologist. Essure was removed on (B)(6) 2020. At the time of the report, the abdominal pain, endometriosis, back pain, pelvic pain, swelling, fatigue, mixed anxiety and depressive disorder, libido decreased, patient isolation, ear pain, arthralgia, gait inability, depressed mood, psychiatric symptom, decreased appetite, insomnia, impaired self-care, negative thoughts, device intolerance, multiple allergies, melanocytic naevus, dysplasia, temporomandibular joint syndrome, nausea, constipation, colitis, neurofibromatosis and leiomyoma outcome was unknown. The reporter considered abdominal pain, arthralgia, back pain, colitis, constipation, decreased appetite, depressed mood, device intolerance, dysplasia, ear pain, endometriosis, fatigue, gait inability, impaired self-care, insomnia, leiomyoma, libido decreased, melanocytic naevus, mixed anxiety and depressive disorder, multiple allergies, nausea, negative thoughts, neurofibromatosis, patient isolation, pelvic pain, psychiatric symptom, swelling and temporomandibular joint syndrome to be related to essure. The reporter commented: that after the removal of the devices on (B)(6) 2020, she was discharged from the hospital on (B)(6) 2020, granted sick leave on (B)(6) 2020 and started worked again 5 months later, on (B)(6) 2021. Diagnostic results (normal ranges are provided in parenthesis if available): bone scan - in april 2010: normal, with no findings at the sacroiliac level. Full blood count - on (B)(6) 2010: leukocytes: 9800, lymphocytes: 2460, neutrophils: 6750, haemoglobin: 11.8, platelets: 228000. Biochemical test: aspartate transaminase: 28, alanine aminotransferase: 14, creatinine: 0.64. The rest is normal. Erythrocyte sedimentation rate: -, polymerase chain reaction: -, rheumatoid factor : -, anti-cyclic citrullinated peptide; on (B)(6) 2020: leucocytes ¿ 12.23 x 10-3/¿l. Red blood cells ¿ 3.83 x 10-6/¿l. Haemoglobin ¿ 11.9 g/dl.; on (B)(6) 2020: leucocytes ¿ 12.23 x 10-3/¿l (4.00 ¿ 12.00) (B)(6) 2020, 9.50.04 p.m. Red blood cells ¿ 3.83 x 10-6/¿l (4.20 ¿ 6.10) (B)(6) 2020, 9.50.04 p.m. Haemoglobin ¿ 11.9 g/dl (12.0 ¿ 18.0) (B)(6) 2020, 9.50.04 p.m. Haematocrit ¿ 35.5% (37.0 ¿ 52.0) (B)(6) 2020, 9.50.04 p.m. Mean corpuscular volume (mcv) ¿ 92.7 fl (80.0 ¿ 99.0).. Gynaecological examination - on (B)(6) 2020: retroverted uterus with decreased motility, pain upon palpation, bulging at the level of the pouch of douglas. Uterine adhesions. Endometriosis. Adenomyosis.; on (B)(6) 2020: uterine adhesions, endometriosis.. Magnetic resonance imaging - in (B)(6) 2010: changes and sclerosis in both sacroiliac joints, normal hip joints, cyst in left adnexa.. Magnetic resonance imaging abdominal - in (B)(6) 2020: retroverted uterus. Some nabothian cysts. Oval lesion of up to 50 mm axial maximum axis in the left lateral fundus in relation to intramural myoma. Left ovarian cyst up to 25 mm. Right ovarian cyst of normal characteristics. Metallic artifact in theoretical tubal region in relation to the device essure. Minimal amount of liquid in douglas. No other findings to report.. Physical examination - on (B)(6) 2020: abdomen soft, depressible, painful on palpation in the left hypochondrium, without defence or signs of peritoneal irritation. No masses or megaly are palpable. Normal external genitalia. Cervix and vagina norm epithelised. No active bleeding, haematic debris in the vagina coinciding with menstruation. Impression of normal discharge. No polyps or visible lesions.. Ultrasound abdomen - on (B)(6) 2020: retroverted uterus; a lesion can be observed in the anterior wall at the level of the cervix, which measures 15 x 11 mm. An intramural myometrial oval-shaped lesion that measures 56 x 43 mm was found. A hyper-reflective object was found at the level of the rectovaginal septum and the anterior rectal serosa, which was more pronounced at the level of the uterine isthmus.. Ultrasound scan vagina - in (B)(6) 2020: retro uterus with lesion on anterior cervical side, 15 x 11 mm. Myometrial lesion, intramural, 56 x 43 mm, oval. Hyperrefringence of the rectovaginal septum and anterior rectal serosa, more marked in the uterine isthmus.. Urine analysis - on (B)(6) 2010: normal. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available most recent follow-up information incorporated above includes: on 15-nov-2021: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.